Manufacturer narrative:
Details of the affected tissue processing run(s) and the instrument logs were not available to the manufacturer. As a result, it was not possible to assess the operation and function of the instrument. However, based on the information available, the instrument functioned as designed in the circumstances reported by the complainant. Information received from the assigned leica technical specialist ¿ pathology core histology, western canada (fas) detailed ¿tissue had residual water after processing. Incorrect bottle change identified by customer. Consumable replaced and tissue re-processed.¿ the root cause for ¿tissue reprocessing required¿ was due to use error. Specifically, when replacing reagents on the instrument, a user performed an incorrect bottle change as identified by the customer. Details of the reagent replacement were not available to the manufacturer. The manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿

Event description:
On (B)(6) 2024, the complainant reported the following information: ¿tissue reprocessing required. Questions in regard to tissue reprocessing.¿ on (B)(6) 2024, the assigned leica technical specialist ¿ pathology core histology, western canada (fas) provided support to the customer and documented the following: ¿tissue had residual water after processing. Incorrect bottle change identified by customer. Consumable replaced and tissue re-processed. All affected tissue found acceptable for diagnosis.¿ the fas documented the affected tissue artefact as ¿residual water in tissue.¿ the affected patient tissue samples were re-processed by an unknown method.